Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when doing rapid exchange, the technician pulled the wire down the catheter to the tip of the tome, causing the catheter to tear. The guidewire remained in the duct. The procedure was completed with another autotome which was backloaded over the hydrajag wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was kinked, the working length including distal tip with cut wire was twisted and the extrusion at the distal tip was ripped from the wide brown band where the open guide wire channel ends all the way to the tip, splitting the tip. Examining the distal tip, it appears that the extrusion at the distal end of the device was ripped/torn when the physician/nurse tried to remove/separate the guidewire from the tome. It appears that the customer performed rapid exchange along the working length/guidewire channel and beyond the brown marker where the 'c' channel ends, which caused the extrusion at the distal tip to be ripped to the end, splitting the tip. The condition of the returned device was consistent with the complaint that the catheter extrusion was ripped down past the end of the c channel; the complaint was confirmed. The damaged distal working length including tip is likely due to excessive force during the customer handling/usage (while removing/separating the guidewire from the tome) and the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when doing rapid exchange, the technician pulled the wire down the catheter to the tip of the tome, causing the catheter to tear. The guidewire remained in the duct. The procedure was completed with another autotome which was backloaded over the hydrajag wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".